Event description:
The info provided by the distributor indicates: hospital name: (B)(6) hospital. Date of surgery: (B)(6) 2012. Per territory manager, this half pin broke at the level of the bone/pin interface. The pin was not curetted from the bone; it was buried flush so the surgeon did not dig it out. Another surgery was performed on (B)(6) 2012, and the pt did undergo anesthesia where new wires were placed to stabilize the bone segment. No adverse effects for the pt. On (B)(6) 2012, orthofix (B)(4) received the following additional info: the initial surgery was on (B)(6) 2012. The pt underwent a revision surgery on (B)(6) 2012, since the screw was flush with the bone the dr chose to leave it. During that revision surgery new wires were placed to stabilize the bone segment. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. (B)(4). According to orthofix (B)(4) historical records, this is the second of a total of two breakages notified from this specific device lot. Orthofix (B)(4) has requested to the distributor involved pt's details including an update on the current health condition and copy of the pre and post operative x-rays and the device availability for the technical investigation. Unfortunately, this info has not yet made available. As soon as further info and/or the results of the technical investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the device on the market.